Manufacturer narrative:
In order to fix the issue, the fse that encountered the issue replaced the power on/off cable assembly (0012-00-0834). The unit passed all functional and safety checks to factory specifications. The unit was then returned to the customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs100 intra-aortic balloon pump (iabp) unit needed to have its power switch replaced since it was hard to toggle on and off. There was no patient involvement.